Event description:
Reporting status: malfunction. Reporting rationale: resistance with the guide catheter in a failure to treat the vessel injury. Device issue: difficult to position. It was reported that it was very difficult to advance the graftmaster through a 7fr guide catheter. Difficulty was experienced when the stent was removed from the guide catheter, as well. No additional event or patient information is available.